Manufacturer narrative:
Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with dry eye in both eyes. It was reported that patient has been fighting varying amounts of dryness since treatment in left eye more than right eye. Dryness was worse today ((B)(6) 2017). Sans correction visual acuity (scva) is more blurry and comfort worse. Punctal plugs were inserted in both eyes. The topical steroid dosage was also increased. It was stated that the patient had no loss of best corrected visual acuity (bcva) however, latest bcva shows patient went from 20/20 pre op to 20/25 post op. The patient complained of blur and discomfort in left eye more than right eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 -.75 x -.75 x 92, left eye pre-op 20/20 .00 x -1.00 x 67. Bcva from (B)(6) 2017: right eye post-op 20/25 -.25 x .00 x 90, left eye post-op 20/25 -.25 x -.50 x 131. Account reported they have tried short course of pred forte to reduce inflammation, tried frequent tears, gel, and ointment at night. On (B)(6) 2017 inserted plugs lower puncta in both eyes. Patient was scheduled to return to center in a few weeks for follow up however, no additional information has been received.